Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula was pierced by needle upon opening on between (B)(6) 2025. The insertion site was abdomen. The event occurred within three or more hours after insertion. The infusion set was in use for 6 hours. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.